Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the gas module. Unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported an issue with the gas module iii monitor, which may have affected n2o monitoring. No pt injury was reported.